Event description:
It was reported that the tip of the depth gauge for 2.0mm and 2.4mm screws broke off at the handle. There was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. Service history review: lot #7024502: no service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the tip is broken off. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit for further investigation. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation has been conducted. The report indicates that the needle is broken off from the slider therefore this complaint is confirmed. The material was checked and passed. The m1.2x0.25-6g threads are not able to be checked because the remaining portions of the threads are permanently pinned in the slider and removal will destroy threads. The portion of the needle that remains in the slider is secure and does not move. The diameter of the needle shaft was checked where it broke off and passed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.